Manufacturer narrative:
Customer returned device for an alleged magnetic field exposure, device error 68, device error 49, device error 75, and device error 23 alarms found on (B)(6) 2022. Device successfully downloaded traces and history file using thus. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No device error 68, device error 49, device error 75, and device error 23 alarms noted during testing. Device error 68 alarms confirmed on the device history/trace files on (B)(6) 2022 at 12:05:03.000. Device error 49 alarms confirmed on the device history/trace files on (B)(6) 2022 at 12:05:03.000. Device error 75 alarms confirmed on the device history/trace files on october 16, 20222 at 14:25:04.000. Device error 23 alarms confirmed on the device history/trace files on (B)(6) 2022 at 12:06:36.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found internal battery connector j6 not plugged in properly. No evidence was noted of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and pillowing keypad overlay. Magnetic field exposure not confirmed. Device error 68, device error 49, device error 75, and unexpected device error 23 alarms confirmed on the device history/trace files on october 16, 2022 due to internal battery connector not plugged in properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump lost power and the customer change the battery twice and asked to reset time and date. Insulin pump had a multiple pump error alarm . Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported that the pump recently stored, not in use for an extended period of time, or without battery for greater than 10 minutes. The customer also stated that the pump was exposed to high magnetic environment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.